Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and there was additional tissue loss. The hospital has reported the pt's condition is satisfactory.